Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken blade. The blade was broken at the base. The broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause is typically attributed to misuse. Additional observation not reported by site was that the instrument was found to have teflon pad damage at the clamp arm. The pad appeared to be partially melted. No missing material was observed. The root cause is typically attributed to misuse. There were no images or procedure videos provided for review. A review of the instrument logs for the harmonic ace instrument (part #: 470179-19 batch/lot #: l90220102-0333) associated with this event was performed. The instrument was last used on b)(6) 2022 on system serial# (B)(4). This complaint is being reported based on the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the tip of the harmonic ace instrument broke and fell inside the patient. The tip was retrieved during the same procedure with no mention of post-op testing being required. The procedure was completed laparoscopically with no reports of patient injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.